Manufacturer narrative:
(B)(4). The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
During the removal of a depuy synthes spine construct the left side 9x80mm sai screw (179704980) shank broke off and remains in the patients iliac spine. Only the screw tulip and a portion of the screw shank was removed. (Photo available). The screw might have already fractured prior to removal. If other, describe: removal of construct due to fusion achieved and screw prominence, patient status/ outcome / consequences: unknown, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Nil, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: unknown, (B)(4). Device property of: hospital, device in possession of: disposed. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True. This complaint involves one (1) device.